Event description:
It was reported that right atrial lead dislodged. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed. All conductors had blood, outer insulation breached, blood on helix/lobe mechanism.